Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Blood glucose at the time of the admission was over 600 mg/dl. The customer experienced vomiting and stated that the insulin pump did not give any alarms. She was in the intensive care unit for 2 or 3 days and one more day at the regular hospital. It was stated that the customer has not used the insulin pump since the incident. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.